Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.